Manufacturer narrative:
(B)(4). Combination of reference and lot provided has not been manufactured by (B)(4)according to our erp. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Concomitant medical product: associate product (B)(4). Manufactured date unknown due to combination of reference and lot provided is incorrect. Product location unknown.

Event description:
A surgery occurred for infection. The prosthesis was implanted on (B)(6) 2006 for knee arthrosis. Three components have been explanted.